Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This pi is for patient's revision on (B)(6) 2019. Patient had primary total right hip arthroplasty (B)(6) 2016. Doctor performed hip revision on (B)(6) 2018 [(B)(4)] and converted to mdm construct. Doctor said patient was bending down to feed dogs and felt pop in her hip. X-ray showed patient's hip dislocated. Closed reduction performed. Doctor decided to perform second revision and upon exposure found stem well fixed and aligned, the 22.2mm head well fixed to the stem but disassociated from the adm x3 poly, and the poly loose from the mdm liner. The liner was well fixed to the cup and the cup was well fixed and well aligned. Doctor stated that the disassociation could have happened either prior to the closed reduction or during the closed reduction. He then proceeded to remove 22.2 femoral head with bone tamp and mallet and mdm liner from cup using a osteotome and mallet. Doctor implanted a trident 0° constrained acetabular insert size d and 22.2 x 0 v40 femoral head. Patient had a spinal fusion prior to initial surgery.